Event description:
One pt with discrepant potassium results. Initial result 5.7 mmol/l, repeat 4.0 mmol/l. Initial result was not reported. The analyzer was operational when the field svc rep arrived, he was unable to determine root cause. Performance tests performed which were within specification.